Event description:
The st. Jude medical representative reported that during a follow-up, long charge time was observed. Manual capacitor maintenance was performed, but long charge time was still observed. It was noted that residual voltage was very low after charging and suspected that the device never charged fully. The decision was made to explant the device.